Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a blood glucose of 535 mg/dl and a lot of 400 mg/dl the day prior. No medical intervention was required. Troubleshooting was performed for a high pressure test and passed. The customer changed their infusion set three times with no leaks or bubbles. Nothing is returning.